Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-01456 and 1225714-2014-01457.

Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypotension, hypokalemia and cardiovascular events and subsequently expired on or about (B)(6) 2011 after the use of the product.